Event description:
The customer's wife reported via phone call that the customer received the motor error alarm on the insulin pump and thus was unable to deliver a bolus. The customer's blood glucose was unknown. The customer stated that prior to the alarm, he had fallen overboard from a boat. While troubleshooting, the customer confirmed multiple instances of the motor position encoder error alarm. The customer further stated that there was moisture and residue under the screen. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. The customer was advised that a replacement insulin pump would be sent. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with light moisture damage to the keypad traces. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The insulin pump was received with minor scratches on the display window and cracked battery tube threads.